Event description:
A customer reported a pt with post operative inflammation in the right eye following cataract extraction and placement of an intraocular lens (iol) implant, that appeared to be toxic anterior segment syndrome (tass). The pt presented one day post operatively with symptoms. The pt was the fifth case of the day. A retrobulbar block was performed and the area was prepped with a betadine prep. Surgery time was 90 minutes. The pt was referred to a retinal specialist, however, a vitreous tap was not done because the retinal surgeon did not think it was infectious. Pt was not on a high dose of steroid and the symptoms are resolving with treatment. Add'l info rec'd indicates that the site was contacted to schedule a site visit. The site visit registered nurse contacted the director of nursing. The director advised that the surgeon operated on the previous day with no cases of tass. They made some changes in their practices for the previous day including: the surgeon did not wear powered gloves, the instruments no longer swished in water the surgeon used to rinse his gloves, the pts were no longer given vigamox they brought from home and a different custom pack was used. The tech who scrubbed was the same one who has scrubbed previous cases. She is an operating room (or) tech who works with him in his office and comes to the surgery center to scrub with him. Since there was no additional cases of tass, the director of nursing is hoping that these changes have remedied their problems. She declined a site visit at this time.

Manufacturer narrative:
No handpiece was rec'd for evaluation of toxic anterior segment syndrome (tass). One lot number was identified with this complaint. The device history record for the lot was reviewed. No anomalities that could have contributed to the customer complaint issue were found during the device history record reviews. The product was released according to the MFR's acceptance criteria. A complaint history review for the lot indicates that this lot is only associated to the six tass complaints received from this one customer. Because a sample has not been returned and no lot info was provided with this complaint, the root cause for the handpiece complaint issue cannot be determined. Because the root cause is unk, no malfunction was confirmed. Instruction on cleaning for this reusable handpiece is present with the directions for use pamphlet. All handpieces are 100% inspected by trained operators using 15x magnification during mfg and are cleaned prior to their released. The root cause is unk. (B)(4).